Event description:
This event was reported to the FDA under mw5105626 it was reported that a female patient who underwent breast surgery with two unspecified textured gel breast implants experienced bilateral rupture, device migration and pain post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4) manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4) manufacturer¿s reference number: (B)(4).

Event description:
This event was reported to the FDA under mw5105626 it was reported that a female patient who underwent breast surgery with two unspecified textured gel breast implants experienced bilateral rupture, device migration and pain post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that patient's initials are (B)(6). Manufacturer¿s reference number: (B)(4).